Event description:
It was reported introducer will not go into the patient without massive force. Additional information received 03/13/2024: there was no adverse event or serious injury reported to patient or healthcare professional. There was no delay of, or change in, the course of treatment due to the event. There were no clinical signs, health consequences or impact. Another kit was opened to complete treatment for the patient. 07/17/2024 - the device returned for evaluation exhibited buckling and regions that were indented on the distal end of the sheath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting the microintroducer is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer. No obvious use residue observed. Microscopic inspection of the distal end of the sheath exhibiting buckling and regions that were indented. A portion of the sheath tip was not damaged and was within specifications. The sheath tip deformation was consistent with attempted insertion against resistance; however, other factors may have contributed to the observed damage. Such resistance may occur if insertion is attempted at a steep angle or if the insertion hole is too small. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.